Manufacturer narrative:
It was reported the disposable device was disposed of by the user and is not available to be returned to the MFR for eval. It was reported there was no permanent harm or injury to the pt. A review of the lot history records was performed for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which supplied to the user with single electrode probes, lists arrhythmias as a potential adverse effect. In addition, the nanoknife generator user manual contains the following warning "arrhythmia risk pts with q-t intervals greater than 550 ms (milliseconds) are at an increased risk for inappropriate energy delivery and arrhythmia. Verification of proper function of a synchronization device before initiating energy delivery is essential in these pts. Asynchronous energy delivery (240 ppm (pulses per min) or 90 ppm modes) might trigger atrial or ventricular fibrillation, especially in pts with structural heart disease. Ensure that interventions (defibrillator, etc.) And appropriately trained personnel are readily available for dealing with cardiac arrhythmias. Using qrs synchronization devices whose output is not compatible with the specifications listed in this manual may result in arrhythmias including ventricular fibrillation. Atrial fibrillation or flutter is listed as a potential adverse effect." The firm is attempting to obtain add'l info regarding the event and the pt's well being. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any f/u info will be sent via a f/u medwatch. (B)(4).

Event description:
As reported, a (B)(6) male pt presented for a nanoknife ablation procedure for three lesions on his liver. There were no reported irregularities with the pt's vitals during the first two ablations. It was reported that while ablating the third lesion on the pt's liver, the pt's heart rate increased to approx 130 beats per min and his systolic blood pressure dropped to 70. It was reported that due to the location of the third lesion, the disposable probes were placed in the area near the pt's heart. The pt was administered 100 micrograms of neosynephrine. The procedure was successfully completed, and the pt's vital statistics returned to normal. As reported, there was no report of permanent harm or injury to the pt due to this event. It is reported that the disposable device is not available to be returned to the MFR for eval as it was disposed of by the user.